Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe ran 15 lld checks in diagnostic software. No failures reported. The fe then ran several lld checks in oas software with no failures. Instrument operating without issue. No definitive root cause for issue reported by customer was determined. The instrument is now performing as expected.